Manufacturer narrative:
The product was received and evaluated by qe and confirmed and breach in the transformer housing. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise form logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking fo the skid. The shipping packaging strength has also been increase to further protect the transformers during shipping.

Event description:
The customer reported to customer service that her pump in style breast pump appeared to have been previously used. Upon receipt and qe evaluation, a breach in the transformer housing was discovered which is a safety risk.